Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error during the basic occlusion test due to protruded and loose drive support disk. No prime alarm occurred during testing. The rewind functioned properly during testing. The motor was tested outside of the device and passed the motor test. The insulin pump received with broken reservoir tube lip, reservoir tube missing o-ring, minor scratches on lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during prime and compromised force sensor alarm. The insulin pump was not bumped or dropped. The drive support cap is protruded and customer is unable to complete the rewind sequence. Blood glucose value was 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.